Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture and high out of range pacing impedance measurement. The lead was surgically abandoned without issue. There were no additional adverse patient effects.